Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Method code.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-03123. It was reported the patient lost effective therapy. X-rays discovered both leads have migrated out of the epidural space. Surgical intervention steps may be taken.

Manufacturer narrative:
Additional information was received such as - date of explant.

Event description:
Additional information indicates the patient had their leads explanted and replaced which resolved the issue.